Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site (the customer switched to a new sample tube type without gel which resolved the issue). Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated that they started to suspect underestimation of the determination of hypernatremia (elevated sodium levels >145 mmol/l) since switching to "new device systems" in (B)(6) 2022. The reporter stated that this may be due to technical problems that have not yet been clarified. The reporter stated that they have a possible critical situation. The reporter stated that the measured sodium results on the cobas pro were "less high" when compared with the results from the cobas 6000 which they previously used. The reporter was not able to provide any patient results. The electrode lot number is s15. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.